Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, during a follow-up performed in august 2020, the estimated residual longevity was 1 year and 4 months. The pacemaker was explanted and replaced on (B)(6) 2021. A new ventricular lead was implanted during the same intervention because noise was observed with the previous lead. Based on preliminary analysis and available patient files, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
D3 - g1: corrected.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, during a follow-up performed in (B)(6) 2020, the estimated residual longevity was 1 year and 4 months. The pacemaker was explanted and replaced on (B)(6) 2021. A new ventricular lead was implanted during the same intervention because noise was observed with the previous lead. Based on preliminary analysis and available patient files, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, during a follow-up performed in (B)(6) 2020, the estimated residual longevity was 1 year and 4 months. The pacemaker was explanted and replaced on (B)(6) 2021. A new ventricular lead was implanted during the same intervention because noise was observed with the previous lead. Based on preliminary analysis and available patient files, normal battery depletion occurred (according to hrs guidelines).